Event description:
This case was initially received via regulatory authority (reference number: mw5105376) on 06-jan-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), back pain ("lower back pain"), menstruation irregular ("irregular bleeding/ menstrual irregularity"), dysmenorrhoea ("menstrual cramping") and ovulation pain ("miserable ovulation"). On an unknown date, the patient experienced muscle spasms ("muscle spasm") and intermenstrual bleeding ("intermenstrual bleeding"). At the time of the report, the pelvic pain, urinary tract disorder, back pain and menstruation irregular outcome was unknown. The reporter considered back pain, dysmenorrhoea, intermenstrual bleeding, menstruation irregular, muscle spasms, ovulation pain, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: the seriousness criterion ¿required intervention,disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5105376) on 06-jan-2022. The most recent information was received on 13-jan-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), back pain ("lower back pain"), menstruation irregular ("irregular bleeding/ menstual irregularity"), dysmenorrhoea ("menstrual cramping") and ovulation pain ("miserable ovulation"). On an unknown date, the patient experienced muscle spasms ("muscle spasm") and intermenstrual bleeding ("intermenstrual bleeding"). At the time of the report, the pelvic pain, urinary tract disorder, back pain and menstruation irregular outcome was unknown. The reporter considered back pain, dysmenorrhoea, intermenstrual bleeding, menstruation irregular, muscle spasms, ovulation pain, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: the seriousness criterion ¿required intervention,disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2022: quality safety evaluation of ptc. This is maude case. Lawyer not reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.